Event description:
It was reported that a cut in the hose portion of a pneumatic drill was discovered at the user facility. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. The hose assembly was replaced, additionally preventative maintenance was performed, and the handpiece was returned to the customer.